Event description:
It was reported that the right ventricular (rv) lead experienced noise and a rapid increase of short interval counts (sic). The lead was reprogrammed initially, but now has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert were met. The 7779 ventricular sic are recorded beginning (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia and ventricular sic. There are 2 non-sustained tachycardia events of less than 120 ms cycle length recorded between (B)(6) 2013. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.